Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced adhesions to the mesh, adhesions is a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for repair of an incarcerated ventral hernia, a ventralex hernia mesh was implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent an additional surgery to remove the ventralex. During the procedure it is alleged that the physician found the small bowel to be adherent to the ventralex and had to sharply dissect dense adhesions caused by the device. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced adhesions to the mesh, adhesions is a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date and PMA/510(k). Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record review, post implant of ventralex mesh, patient had abdominal pain, bowel obstruction and adhesions thereby underwent laparotomy with mesh removal. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney:(B)(6) 2014 - the patient underwent surgery for repair of an incarcerated ventral hernia, a ventralex hernia mesh was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to remove the ventralex. During the procedure it is alleged that the physician found the small bowel to be adherent to the ventralex and had to sharply dissect dense adhesions caused by the device. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.addendum per additional information provided:17-dec-2014 - patient was diagnosed with incarcerated ventral hernia and underwent open repair with ventralex mesh. Per operative notes, "the hernia sac was identified and dissected. I used large ventralex mesh which was placed and sutured".25-nov-2016 - patient was admitted in hospital due to abdominal pain.29-nov-2016 - patient was diagnosed with small bowel obstruction and underwent exploratory laparotomy with removal of ventralex mesh. Per operative notes, ¿several loops of small bowel were adherent to the ventralex mesh. The small bowel was dissected from the mesh and all adhesions were divided. The ventralex mesh was removed. A site of complete obstruction was noted at the small bowel".attorney alleges that patient had adhesions, bowel obstruction, hernia recurrence, infection, giant cell reaction, chronic inflammation, complete bowel obstruction, mesh adherent to bowel, pain and emotional injuries.